Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-01840. All information has been consolidated into this report. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b6, d9, g2, h3, h6, h10, h11.

Event description:
Patient reported left side "breast implant is defective" (ruptured) via MRI. The device has been explanted and replaced.

Event description:
Patient reported left side "breast implant is defective" (ruptured) via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Information contained in this report was previously submitted through psr on 30jan2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.